Event description:
Consumer reported implant failed to integrate, mobility concerns, pain, bleeding & numbness.

Manufacturer narrative:
Consumer complained of acute infection, pain, bleeding, numbness & mobility concerns.